Event description:
It was reported that the 9800 system made a popping sound then the screens went blank and the system would not fluoro during a case. The 9800 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The anode and cathode leads to the x-ray tube and the high voltage tank were re-greased. The lemo pin connector was replaced during the service call. The system was tested and found to be working as intended, and put back into service.